Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened button dome switch. No button error alarm, sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The excessive no delivery test could not be performed or the sensor alarm verified due the keypad anomaly. The device also had a scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Company representative reported via e-mail that the customer was called and the customer's mother indicated that the insulin pump alarmed no delivery. She also stated that the customer received sensor alarms. Blood glucose value is unknown. Troubleshooting was not performed. The customer called back on (B)(6) 2014 to report that the insulin pump alarmed button error, the buttons would stick and the numbers would start scrolling. The blood glucose at the time of the incident was 241 mg/dl. The device was not exposed to moisture and the a button was not pressed for 3 minutes or longer. The device was returned for analysis.